Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "rotation of the right prosthesis".

Event description:
Regulatory agency reported right side ¿folds, waves, rotation¿ and "diagnosis of rupture on ultrasound but in fact important complication transverse without breaking the prosthesis". Device was explanted.